Event description:
A balloon leak was noted via blood in the tubing. The intra aortic balloon was removed and replaced with a competitor's balloon. No pt injury or further complications occurred. The pt is reported to be in stable condition.